Event description:
It was reported two coils could not be detached during procedure.no patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. Model# and lot# of other coil involved:model: qc-2-2-3d, lot: 9475575 - dom: 8/8/2011 - exp: 8/1/2014.(B)(4).